Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call. The cse adjusted ancillary probes 3 and 4 and sample probe as the ancillary probes were not centered in the cuvette and the sample probe was hitting the cuvette bottom. The cse ran (B)(6) and (B)(6) precision testing, resulting within range. The cse replaced a defective cuvette solenoid. The customer ran quality controls, resulting within range. The cause of the discordant, (B)(6) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result was obtained upon repeat testing on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The initial result obtained on the instrument resulted (B)(6). The sample was repeated three times on an alternate advia centaur instrument, all resulting (B)(6). It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result on one patient sample.